Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 and damaged cable) has been confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient had received a "service code 204 - belt unusable" and that a cable was damaged.